Event description:
Physician reported right side biocell replacement textured to smooth implant exchange. Physician later reported gel bleed via rga. Device was explanted and replaced.

Manufacturer narrative:
(Zip code): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and biocell replacement.

Event description:
Physician reported right side biocell replacement textured to smooth implant exchange. Physician later reported gel bleed. Device was explanted and replaced.